Event description:
It was reported the revision surgery was performed due to infection.

Event description:
It was reported that a revision surgery was performed for unspecified reasons.

Manufacturer narrative:
The associated device was not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to the reported issue. A review of sterilization documentation found that the device was sterilized per quality procedures. We have not had any previous complaints for the listed batch/failure mode. A definitive root cause of the acute infection is not able to be determined. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.